Event description:
During a renal stenting procedure in the right renal artery, the stent was delivered successfully, however when pulling the stent delivery system back, there was a great deal of resistance. The procedure was completed with this device and no pt complications were reported.